Manufacturer narrative:
Manufacturer's investigation conclusion: he reported event of atypical power cable disconnect alarms was confirmed via the submitted log file. The system controller (serial number: (B)(6) was not returned for analysis; however, log files were submitted and data from the reported event date of 09jan2025 was reviewed. Throughout the log file while connected to battery power, intermittent atypical power cable disconnect alarms activate on the black power lead due to relative state of charge (rsoc) invalid faults. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent in attempt to retrieve additional information regarding the cause of the alarms and if any equipment was exchanged or returning for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's white power cable came loose from their system controller, and the patient stated that they had occasional power cable disconnect alarms. Log files were submitted for review, and the event log files contained unusual white cable no power and power cable disconnect alarms. Some of the alarms were noted to be caused by relative state of charge (rsoc) invalid flags, an indication of a poor connection between the batteries and battery clips. The data prior to the data download showed multiple internal white cable no power flags with no sustained alarms, which indicated faulty controller leads. It was recommended that the customer exchange the patient's controller.